Manufacturer narrative:
This event occurred in (B)(6). The field service engineer determined that the tubes of the cuvette washing station were broken, and the cuvettes were not being properly being washed. The washing solution, naoh-d was not properly removed from the cuvettes. He changed out the sample probe and tubes of the cuvette washing station. He performed precision testing and verified the instrument performance was within specifications. The investigation determined the service actions resolved the issue. (B)(4).

Event description:
The initial reporter received questionable ise indirect gen.2 na, ureal urea/bun, ldhi2 lactate dehydrogenase acc. To ifcc ver.2, and ua2 uric acid ver.2 results for seven patients from a cobas 6000 c (501) module. The initial results were not reported outside the laboratory. The customer performed repeat testing on the same analyzer or another analyzer, cobas 4000 c (311) stand alone system. (B)(4). Ureal reagent lot number was 453560 with an expiration date requested but not provided. Na electrode lot number and expiration date were requested but not provided. Ldh and uric acid reagent lot numbers and expiration dates were requested but not provided.